Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks due to atrial fibrillation with rapid ventricular response. As a result, the therapy was exhausted. Reprogramming options were discussed by boston scientific's technical services. No additional adverse patient effects were reported.